Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was not switching on. Upon troubleshooting, the fse followed the diagnostic steps and found the machine was not switching on; this was an intermittent issue. To resolve the issue, the fse reseated all the connections of the host pc. After that, the display was coming in the console room monitors. The system was then returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.